Event description:
It was reported that following a message, the patient complained of a shocking or jolting sensation. A portion of the message was performed on the patient's right side, where the lead was located. The patient never complained of discomfort during the massage, but did state afterward that the sacral area hurt. The patient complained of low back pain on the right side, directly across from ins (which was located on the patient's left side). The patient's status was stated as "serious," as the patient was in a lot of pain and was not able to turn off the ins. The patient's healthcare provider (hcp) office was closed and, thus, the patient was unable to have the ins checked or turned off, as of (B)(6) 2010. No further details or patient outcome was provided. Additional information was requested, but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).